Manufacturer narrative:
This report is submitted on november 17, 2022.

Event description:
Per the clinic, the patient experienced a performance decrement and a non-device related infection. The device was explanted on (B)(6) 2022, and there are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 9, 2022